Event description:
It was reported that the procedure was being performed in the dialysis center. The red arterial hub cracked when screwing on the cap. As a result, a repair kit was used to replace the catheter lumens. There was no delay in treatment. There was no pt death and no pt complications were reported. The pt was sent home.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.